Event description:
It was reported that minimum fill occurred even though customer already knew insulin was not present in cartridge. No information was provided regarding any impact to customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support in response to event.